Event description:
It was reported that a user was unsure whether a dexcom g6 sensor and transmitter had paired with the ilet and contacted support; the agent guided the user to retrieve the transmitter serial number and sensor code, enter them in the ilet dexcom menu, and initiate pairing for the correct sensor type. Symptoms included no alerts or alarms and no adverse health effects. Outcomes included successful code entry and initiation of sensor and transmitter connection, with the user informed of the expected connection time and sensor warmup period. Investigation included remote troubleshooting and user education on correct pairing workflow within the ilet. Investigation of this case revealed correctable use-related confusion that resolved after proper code entry and pairing steps were followed, with the device and sensor functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user-related pairing setup and not a device malfunction.